Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of lens broken was not confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to excessive use; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope's lens was cracked. There were no reports of patient harm, no procedural delay, nor was the patient under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.